Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed, and failure analysis could not reproduce and could not verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument performed energy delivery with no issue. The instrument was retested and passed all functional test on multiple attempts. The instrument was fully functional. An additional observation not related to the customer reported complaint is that the instrument was found to have a frayed pitch cable at the distal clevis hub. The instrument was found to have damage of the conductor wire¿s insulation. The conductor wire was found nicked and gouged with no exposed internal wire. No thermal damage was observed and no missing piece of the insulation. The instrument passed electrical continuity test. The instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on both side of the bipolar yaw pulley. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the surgeon informed that the fenestrated bipolar forceps (fbf) instrument was not obeying commands from the surgeon side console (ssc). The surgery went ahead, but the monitor showed the malfunction once again, and even with the change of position, it still did not correspond to the movement of the grip. The fbf instrument was requested to be changed, so the procedure went ahead without any complications. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon side console (ssc) high resolution stereo viewer (hrsv) while attempting to manipulate instruments. The failure was related to the inability to move the instrument at all. The instrument scaled appropriately. The instrument did not obey the opening and rotation command correctly. The direction/movement was random. The timing of the instrument was correct. There was no shakiness/friction experienced. There was no instrument-to-instrument or arm-to-arm interference. There were no external collisions. The issue was persistent. The issue occurred while starting surgery. The instrument did not function properly during the procedure. The instrument was replaced. The device was inspected prior to use. The routine proceeded normally; no operational reason was attributed for the incident. The instrument is available for return.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the fenestrated bipolar forceps instrument. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.